Manufacturer narrative:
Concomitant medical products: medical product: model mn10450-50a, drg lead (2); therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2019-06005 and 1627487-2019-06007. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
Related manufacturer reference numbers: 1627487-2019-06005 and 1627487-2019-06007.